Event description:
During a check-out procedure at the manufacturer's service center, a ventilator alarmed for a "high internal oxygen" condition. The device was not in patient use. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board. The oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to sensors (u29 and u28) being out of tolerance and the oxygen solenoid valve being stuck open.